Manufacturer narrative:
The original prosthesis was created using unidentified belleglass materials. There were no lot numbers provided therefore, no evaluation could be performed. After the incident occurred the broken prosthesis was repaired using another unidentified belleglass material and hybrid resin. The dental lab reported that the patient is doing fine. This is the final report.

Event description:
In 2008, a dental lab reported that a patient's prosthesis made by belleglass had broken in the patient's mouth half a year after treatment.